Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at this patient's six week follow up, lead testing and chest x-ray discovered the leads were reversed in the device header. A revision procedure was performed, and the leads were connected to the appropriate ports. No additional adverse patient effects were reported.

Event description:
It was reported that at this patient's six week follow up, lead testing and chest x-ray discovered the leads were reversed in the device header. A revision procedure was performed, and the leads were connected to the appropriate ports. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.